Event description:
In 2009, the health care professional (nurse) contacted lifescan (lfs) alleging that the patient's following meters were not working: one touch ultrasmart language setting was incorrect, onetouch ultra2 was not powering on, and onetouch ultramini had 3 dashes on the display. The reporter also indicated that the patient had a hypoglycemic event, which involved the emergency medical services (ems). The medical surveillance specialist (mss) spoke with the patient's daughter and reporter in the same month, to obtain/verify the following information. The patient is supposed to take fixed dosages of insulin twice daily. It is unknown if the patient was following the insulin regimen since the patient lives by herself and is in her 90's. According to both the patient's daughter and reporter, the patient was not testing her blood glucose levels regularly. It is unknown if the reported issues contributed to the patient's infrequent testing. The reporter stated that the patient was sporadic with her testing and would jump from meter to meter to test. The reporter was unable to report when each meter issue first occurred and when the patient obtained her last successful meter test; however, the reporter, reported an incident that occurred after the reported issues began. On the event date, at 10:30 pm, the patient had fallen on the floor and her ex daughter in law contacted the ems. The patient's blood glucose test was "low" on the ems. The ems treated the patient with orange juice and oral glucose gel and was not taken to the hospital. The customer care advocate (cca) went through troubleshooting with the reporter and was able to resolve all 3 meter issues. No replacement products were sent to the patient. There was no indication that the lfs products malfunctioned since all reported issues were resolved with training. However, this complaint is being reported because the patient allegedly became hypoglycemic after the patient was unable to test with her meter(s).